Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. Customer's blood glucose value was 103 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump was dropped on the ground. Customer stated that drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to loose or protruded drive support disk. Unable to perform displacement test, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarm during the rewind test.